Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. The technical service representative (tsr) had the caregiver check the line connections; the caregiver stated the connection to one of the empty supply bags was loose. The caregiver stated there did not appear to be any damage to the bag or line. The tsr assisted the patient to clear the alarm and end therapy, and reviewed proper procedures with them. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.